Event description:
A customer reported an issue with incorrect time settings on their device, leading to a "high" display for blood glucose, although the specific value was not known. The customer corrected the high blood glucose with a manual injection and was assisted by technical support in updating the pump time. The customer was advised to monitor the time settings and follow up if discrepancies greater than five minutes occurred again.